Event description:
Reportedly, two days post implantation patient complaint of pain on the left side of chest and dizzyness. On the ECG showed escape rhythm x-ray showed lead perforation. On the (B)(6) 2026 a reintervention was performed and the lead was repositioned. Via mini thoracotomy a patch was place on the rv. Patient is recovering and doing well.